Manufacturer narrative:
Investigation is ongoing.

Event description:
A delivery system balloon burst and subsequent valve embolization occurred per report by an edwards lifesciences field representative. This was a transfemoral transcatheter aortic valve replacement procedure using a 29mm commander delivery system and a 29mm sapien 3 valve. The valve crossed the annulus. Inflation technique was slow. The valve was partially inflated, and the commander delivery system balloon burst. The valve embolized aortic as the commander delivery system was being withdrawn. A second commander delivery system was inserted and used to dilate the embolized valve in the descending aorta. The second commander delivery system was removed. A third 29mm commander delivery system was prepped and used to successfully deploy a 29mm sapien 3 valve in the aortic annulus.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2023 14813. A supplemental MDR is being submitted for correction and additional information based on the initial device evaluation. Per initial device evaluation, a pinhole was observed on the proximal side of the commander delivery system balloon. The following sections of this report have been updated: updated h3, corrected h6 device code, corrected h6 type of investigation. Investigation is ongoing.

Manufacturer narrative:
A voluntary medwatch was received for this event. Please reference related MDR report no: mw5145459. A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: the commander delivery system was returned to edwards lifesciences for evaluation. A visual examination of the device revealed the following: one pinhole leakage was observed on the proximal shoulder of the balloon working length. Due to the location of the pinhole leakage, dimensional testing was unable to be performed. Procedural imagery was provided for review and the following was observed: valve was embolized into aorta with partial deployment, first valve was deployed at the descending aorta, and second valve was deployed in aortic annulus. CT imagery was provided for review and revealed the following: tortuosity and calcification were present within the patient's iliac arteries and aorta, calcification present within the patient's aortic root. There are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections and functional testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the balloon leakage. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon leak was confirmed based on evaluation of the returned complaint device. However, no manufacturing non-conformance was identified during the evaluation. In this case, more resistance than usual was experienced during valve alignment while pulling the delivery system to the second white marker. An existing technical summary written by edwards lifesciences has been documented for root cause analysis for valve alignment difficulty including alignment in non-straight section of anatomy and potential outcome for balloon leaks. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. Per review of the imagery, tortuosity and calcification was present within the patient's arterial anatomy. Per the technical summary, if valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the transcatheter heart valve (thv) was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system. Additionally, high forces during valve alignment in a non-coaxial configuration may result in the crimped thv interacting with the inflation balloon and cause the reported balloon leakage prior to thv deployment. In this case, review of available information suggests that procedural factors (valve's interaction with the balloon during valve alignment, excessive manipulation) contributed to the delivery system balloon leakage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.